Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified common iliac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres the for 5 seconds, the balloon ruptured. It was also noticed that a protruding thorn-like calcification from the stent strut of a non-bsc stent gap to the lumen. The procedure was completed with different device. No patient complications were reported.